Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient transmitted two false pause episodes due to positional undersensing. Patient was asymptomatic. The cardiac monitor was reprogrammed to resolve the issue. The patient was in stable condition post programming.